Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the pd catheter (non-baxter), which resulted in a leak. The cause of the disconnection was not reported. The patient received unspecified antibiotics for the event. On an unreported date, the patient developed peritonitis. It was reported the patient was hospitalized for an unreported indication and due to the peritonitis event, the hospital stay was prolonged. It was reported the transfer set was changed. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.